Event description:
Customer reported receiving erratic readings on his freestyle lite blood glucose monitor within 10 minutes. Results of 15 mg/dl and 125 mg/dl were plotted on the parkes error grid. The results fell into "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted that this meter does not give a numeric value for readings less than 20 mg/dl.